Manufacturer narrative:
Evaluation summary: this report is based on accu view graph (bravo procedure graph) since bravo delivery system, bravo ph capsule and bravo recorder are not available for investigation. This device has been used in the treatment or diagnosis of a patient. The customer reported that the capsule detached prior to the end of the procedure. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product is not receive. A review of the device history record indicating that the product was released meeting finished product specification. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule detached prior to the end of the procedure. The capsule will be replaced. A repeat study will be scheduled.